Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on april 26, 2012, a customer contacted roche diagnostics and reported that on (B)(6)2011, he had a diabetes-related incident requiring professional medical treatment. He reported he had a reading of 411 mg/dl on his breeze ii meter, and as a result of the reading, he administered 5 units of unspecified insulin. Customer stated he passed out and his friends called 911 for him; he was transported to a hospital. Customer does not know what treatment he had while he was at the hospital. Customer stated he was not admitted to the hospital. The breeze ii meter mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).